Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, information on was not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "infant has peripherally inserted central catheter (PICC) line for total parenteral nutrition (tpn) & lipids, the pump kept alarming throughout the shift with "air in line" and there was air m line even without it alarming. This was only happening on the tpn line, not the lipid line. We have been having trouble with the IV tubing lately m the unit with back flow of blood or lipids and air m the line. Nurse was diligent about assessing for air every time at the bedside, every hour and sometimes more frequently. Determine what the problem is with the tubing, or maybe how we are priming the line, or if there is something wrong with the channels of the pumps." Although requested, no additional information was provided.